Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Reportedly, customer reloaded supplies and resumed insulin therapy. Subsequently, a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 93-95 mg/dl.